Event description:
It was reported by repair work order that the brakes were not holding due to worn scorpion/gill brake plates. It was also reported that the power cord ground prong was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.